Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. Patient reported that they just came from the doctor's office who does the adjustments for their stimulator, further stating that the physician wanted to know if patient could have an MRI. Patient stated that the doctor thinks there is a problem with the stimulator, further mentioning that they think it could be the stimulator or the brain or both, but they did not know. Patient reported that they had a fall, stated the fall was related to an issue with their stimulator, patient stood up, got dizzy and fell over a wall. Patient stated that the doctor had not been able to adjust it and have it stay, further clarifying that the doctor would adjust their settings but the symptoms would return. Patient stated that they did not know if it was an issue with the stimulator or with their brain. Patient mentioned that they would be at a 7 and they would adjust the stimulator, patient would have symptom control but then 5 minutes later they symptoms would come back. Patient was requesting for MRI guidelines, information was reviewed for the patient and it was recommended for the health care professional (hcp) to access the MRI online or call the manufacturer directly. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that there was no device issue as a result of the fall. The patient stated that they fell over a brick wall and injured their hip, patient also hit their head, however the device was not disturbed. Patient reported that the neurologist ruled out any symptoms caused by the fall on (B)(6) 2018. Patient further indicated that there were no issues determined that their device was involved or caused any symptoms. No further patient complications were reported/ anticipated as a result of this event.